Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited a battery data error message. The device recorded an elective replacement indicator trip. A device replacement would be scheduled.

Event description:
Additional information notes the pulse generator was explanted due to elective replacement indicator (eri) on (B)(6) 2013.